Event description:
Original procedure was orif of the distal femur on (B)(6) 2012. The pt returned to the surgeon complaining of pain. It is reported that screws were backing out of the distal end of plate and were visible with the naked eye and on radiographs. The pt was returned to the operating room on (B)(6) 2012 for removal of the four (4) locking screws. The shaft of the plate also contains screws but those screws were not affecting pt, so those screws and the plate remain implanted. It is intended that the surgeon will follow up with medial distal femur fixation as well as reapplication of the locking screws at a later date. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.